Manufacturer narrative:
Product complaint # (B)(4) investigation summary ==> analysis summary: no product return. No logs available. Device in wrong position: impella inlet at the aortic valve, unknown why positioning issue occurred. The cause of positioning issue was not determined due device not returned and insufficient clinical details provided. Low or blocked pump flow: suction alarms on impella device, tte showed inlet of the device at the aortic valve, and pigtail caught on papillary muscle, the cause of suction (low or blocked pump flow) issue was likely use related. Device history lot ==> device lot : 2003673 device history batch ==> subcomponent lot : n/a device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that suction alarms were observed on the impella device. A transthoracic echocardiogram (tte) was performed and showed inlet of the device at the aortic valve, and pigtail caught on papillary muscle. Cardiology was present at the bedside and attempted repositioning of the device. The pump was pulled across the aortic valve; however, it could not be advanced back across the valve. The patient remained hemodynamically stable, and the physician elected to remove the impella device. The patient survived the procedure and was successfully weaned.